Event description:
The customer contact reported the patient received less medication than intended. The pump was programmed to deliver 580 ml of bina (carmastine). No specific programming parameters were provided. After an unspecified length of time, the clinician noted that the delivery had stopped after 440 ml was delivered. The physician was notified and the medication was discontinued. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).